Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4)

Event description:
It was reported that there was a pacing problem and a problem with stimulation in both channels. It was noted that the device reached elective replacement indicator (eri) and that impedances were sometimes out of normal range. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.